Manufacturer narrative:
Reference for the file: serletis-bizios, a., durand, e., cellier, g., tron, c., bauer, f., glinel, b., dacher, j.n., cribier, a. And eltchaninoff, h., 2016. ¿a prospective analysis of early discharge after transfemoral transcatheter aortic valve implantation¿. The american journal of cardiology, 118(6), pp.866-872. Multiple reports were submitted for this article. Please reference manufacturer report numbers: 2015691-2017-00581, 2015691-2017-00582, 2015691-2017-00583, 2015691-2017-00584, 2015691-2017-00585, 2015691-2017-00586, 2015691-2017-00587, 2015691-2017-00588, and 2015691-2017-00589.

Manufacturer narrative:
This report represents the reported cardiac tamponade mentioned in the study. Additional details regarding this event is not available, including patient and procedural factors that may have contributed to this event. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, the cause of the cardiac tamponade cannot be determined. It is unknown if the event was related to the edward¿s devices, procedural complications or patient co-morbidities, as details were not provided and additional information is not forthcoming. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The american journal of cardiology published a french single-center study of 130 patients undergoing elective transfemoral tavi from january 2014 to january 2015 with the sapien-xt or sapien-3 prosthesis. Complications were classified using valve academic research consortium 2 criteria. Complications were classified using valve academic research consortium 2 criteria. A higher overall proportion of sapien xt prostheses were used (62%) than those of sapien-3 (37%). The following events occurred during the study period: 35 bleeding (major, minor, life-threatening and blood transfusion), 23 aortic regurgitation, 6 valve in valve procedures, 53 vascular complications (major, minor and vascular stent), 1 myocardial infarction, 1 valve embolization to the ventricle, and 1 cardiac tamponade requiring percutaneous drainage.